Event description:
The ICD involved in this report was interrogated during a f/u on (B)(6) 2011. Reportedly, elevated rv (right ventricular) coil continuity measurements were observed (slight increase of average rv coil impedance with some variation from 300 ohm to 2000 ohm). Recommendations were requested.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.